Event description:
According to the reporter: the surgeon followed correct procedure to fire the ta and that the handle was locked back. They discovered that no staples were fired. The staples are still in the cartridge and are not formed at all. Time extended to suture bowel closed could be about 45 minutes. Possible bleeding but the amount is not known. The blue loading unit was replaced with the 4.8l sulu prior to application. There was no reported problem with the initial loading unit which was not used. Procedure: bowel resection.